Manufacturer narrative:
The thermogard xp ivtm console (s/n: (B)(4) was returned to zoll for investigation. Visual investigation found the saline back hook broken, the seal rocker prime switch and the pan drip were missing, the lid bumpers and spar gasket were damaged, the roller bearing of rotary head was broken and the hall sensor wires in pump raceway are not completely covered with grease. The primary complaint was confirmed. Review of the archive data revealed several tmid error 6 (post ce cooling test failure) messages and one mid 9 (saline on) error message in the log file. Further investigation found that the electronic danfoss controller was defective; some of the components were leaking. To resolve the issue, the danfoss controller was replaced. The console passed functional testing with no faults observed. The thermogard xp ivtm console is a reusable device and was manufactured on (B)(6) 2011. Therefore, this type of issue is characteristic of normal wear for the life of the device. The damaged and missing parts observed during visual inspection was replaced and the software version was updated to ensure the console is functional without issues and remains current.

Event description:
During set up of the thermogard xp ivtm console (s/n: (B)(4)), it was reported that the console displayed a tcmid:06 (ce post failure) error message. A follow-up was attempted; however, the customer did not provide any further information. There is no known patient consequences reported.